Event description:
Pt needed a catheter placed for a 2-3 week penicillin treatment, while the catheter was being inserted the guidewire malfunctioned and came apart, coming to a stop on the way in. The technician/doctors then tried to pull out the wire with no luck either (was once again stuck). After some evaluation and x-rays, a surgeon had to perform a risky procedure to cut into pt's arm to find a way to remove the bad guidewire. This eventually led to much pain and soreness in pt's right arm, further complicating his condition and delaying recovery.

Manufacturer narrative:
The device has not been returned to the MFR at this time for evaluation. A lot history review (lhr) of rewj1639 showed no other similar product complaint(s) from this lot number.